Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D9: device available for evaluation additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: adverse event problem additional.

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Test transmitter voltage was performed and failed due to 0v. A review of the data was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection. The reported event of a pairing failure is reportable based on the finding of the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection. The reported event of a pairing failure is reportable based on the finding of the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.